Manufacturer narrative:
The manufacturer previously reported a ventilator failed a test step during testing indicating a failure of oxygen blending module air flow sensor occurred. There was no harm or injury reported. There was no evidence the device was in patient use. The manufacturer's field service engineer evaluated the device and recommended the oxygen blending module board needs to be replaced to address the issue. The customer was sent a quote for the repair. The customer contacted the manufacturer to request that no repairs be performed. The device was scrapped. The reported failure of an oxygen blending module air flow sensor failure is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information that a trilogy 202 ventilator was reported to have failed product verification testing (pvt) during preventative maintenance and the technician was unable to complete device testing. There was no patient involvement, and no harm or injury reported. During the evaluation the ventilator failed the product verification test for " verify o2 sensor". The technician recommends the oxygen blender module printed circuit board will need replacing to address the issue. The system does not meet the specification for the performed service and is not returned to use. A quote for a fixed price bench repair will be sent to the customer. A follow-up report will be submitted if additional information is received.

Manufacturer narrative:
The manufacturer previously reported this issue as an initial final report. The repair evaluation has yet to be approved by the customer. The reporting decision and coding have been adjusted to reflect an initial only report. A follow up report will be filed if additional information is received.

Event description:
The manufacturer received information alleging a ventilator failed a test step during testing indicating a failure of oxygen blending module air flow sensor occurred. There was no harm or injury reported. There was no evidence the device was in patient use. The manufacturer's field service engineer evaluated the device and recommended the oxygen blending module board needs to be replaced to address the issue. The customer was sent a quote for the repair. A final report is being submitted. If new information becomes available following the quote approval that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.